Event description:
The customer responded to our inquiry stating the following: the error was discovered during the procedure and then during a test the second time. No patient harm and the procedure  was carried out without co2. The procedure was diagnostic.

Manufacturer narrative:
To date, the customer have not returned the device for evaluation. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus the evis exera iii colonovideoscope, doesn't get the co2/gas to work. The issue occurred during an unknown event. The procedure was unknown. There were no reports of patient or user harm associated with this event. The process of estimate detected that scope had an issue with reprocessing / foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the following: insertion part distal end air water channel were clogged; insertion part charging coupled device unit (ccd) cover lens was scratched; control unit angulation less or specified value; control unit angulation had a play; connector had chemical damage; connector, the plug unit was damaged; switch box unit cracked; suction cylinder nut painting peel off; air /water nut, the painting peel off; celling plate had a dent; connecting tube had a scratch; bending tube was deformed; bending section cover or distal sheath rubber separated; distal end cover had sharp edges; charging coupled device unit light guide rod lens was cracked; and the nozzle was clogged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The error was discovered during the procedure and then during a test the second time. No patient harm was reported and the procedure was carried out without co2, and the procedure was diagnostic.

Manufacturer narrative:
H6 (type of investigation code ¿10¿) were inadvertently omitted from the second follow-up report submission. Per additional information, no leakage was found during the leak test. This report is being supplemented to provide additional information based on the legal manufacturer's device evaluation and investigation. Based on the results of the device evaluation, the reported event was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle could not be identified. The suggested event is preventable and detectable by handling the device in accordance with the following sections of the instructions for use: IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection states how to detect the event. IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope states how to prevent the event. Olympus will continue to monitor field performance for this device.